Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was given an oral antibiotic. Additional information regarding treatment details were not provided. The recipient's infection resolved. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing and infection that is not believed to be device related. The recipient was advised to cease device use.